Event description:
On (B)(6) 2012, the patient contacted animas and reported that all of the keypad buttons were unresponsive after the battery was removed. Reportedly, moisture was visible behind the display screen. The patient denied any damage to the rubber keypad. The patient reportedly wore the pump on a clip or in a pocket and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the pump powered on with a blurry display and the keypad buttons were unresponsive. Evidence of moisture was present in the display screen, and a case seal leak was found during a leak test. During investigation, the pump cover was removed and evidence of moisture corrosion was found on the keypad flex connector.